Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. They tried to set the device to the retractor, but it was unable to lock properly. They used a sterilization tape to fix the device and continued the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. There were no difficulties in connecting the acrobat to the retractor blade. There were no difficulties in locking the lever once the acrobat was attached to the retractor blade. There were no difficulties when unlocking the lever, and removing the acrobat from the retractor blade. The stabilizer would not move side to side when in the locked position on the retractor. Based on the returned condition of the device, and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. They tried to set the device to the retractor, but it was unable to lock properly. They used a sterilization tape to fix the device and continued the procedure. No patient injury was reported.